Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es multiple orders are not showing on the pyxis devices. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple orders were not shown on the stations. A technical support specialist found that the message had been received but was waiting for processing. After restarting the communication services, the messages began to process again. The system functioned as intended after the technical support specialist investigated the device.